Event description:
It was reported that distal tip detachment occurred requiring additional intervention. The patient underwent a lower limb, below the knee angioplasty. A 200cm, 8cm poly tip v-18 control wire guide wire was advanced; however, during the procedure, the tip of the wire was broken inside patient. The detached tip was removed using a stent to trap it and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.